Manufacturer narrative:
The drill bit subject to this MDR was not returned for evaluation. A documentation review confirmed that no issues were identified which may have contributed to this event. The root cause for the breakage is undetermined.

Event description:
It was reported that during a total shoulder replacement procedure, the drill bit broke while drilling into the pt's bone. It was further reported that the drill bit was left in the pt and not removed. It was additionally reported that the procedure was successfully completed. No adverse consequences were reported.